Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital with staff present at the time of passing. It was also reported that the patient was being monitored by hospital telemetry at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received two non-lifevest defibrillations. Per review of the patient's continuous ECG recordings, prior to passing, the patient was in sinus bradycardia/sinus rhythm from 30-60 bpm with a pause. The rhythm then transitioned to an idioventricular rhythm at 90 bpm degrading to vt at 150 bpm with varying amplitudes. The rhythm degrades even further to vf with varying amplitudes. At 19:37:54, the patient received the first non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/motion artifact. The patient's post shock rhythm was obscured by CPR/motion artifact. The patient was in vf for approximately 2 minutes 22 seconds before receiving the defibrillation. The patient's heartrate dropping below the threshold for treatment, varying amplitudes, and CPR/motion artifact prevented the lifevest from treating the patient. The rhythm transitioned to an idioventricular rhythm at 90 bpm with CPR/motion artifact. The rhythm then degraded to vf with CPR/motion artifact. At 19:40:24, the patient received the second non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/motion artifact. The patient's post shock rhythm was asystole with CPR/motion artifact. The patient was in vf for approximately 20 seconds before receiving the non-lifevest defibrillation. The lifevest typically requires 30 seconds of sustained vf to deliver a treatment. The patient's rhythm then transitioned to svt at 150 bpm with CPR/motion artifact. The rhythm then degraded to asystole with CPR/motion artifact. The rhythm then degraded to vf with CPR/motion artifact and then slowed to vt from 150-120 bpm. The rhythm then slowed to an idioventricular rhythm at 50 bpm. Finally, the patient's rhythm degraded to asystole and remained asystole until the electrode belt was disconnected at 20:30:56. There's no indication that a device malfunction caused or contributed to the patient's passing.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.